Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic biopsy, the device was found to have a small clear piece of material stuck to the needle preventing it from fitting through the needle guide. Another device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the device was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: no medical records were returned; therefore, a review could not be performed. Image/photo review: no images/photos were returned; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per manufacturing specification, all maxcore devices are 100% inspected for any foreign matter or defects. Therefore, it is unlikely that the root cause is manufacturing related as the sample was not returned. Based on the information available, the definitive root cause for the reported issue could not be determined. Labeling review: the current instructions for use (IFU) states: how supplied: the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Using aseptic technique, remove the instrument from its package.